Manufacturer narrative:
The manufacturer did not receive devices, x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 58/52 r on the left side on (B)(6) 2009. The patient was revised on (B)(6) 2016 due to pain,metallosis, pseudotumor, fluid accumulation, elevated cocr.

Manufacturer narrative:
Additional information was received on november 10, 2017. The devices were returned and the result of the visual examination has been made available. DHR review: the quality records indicate that these components met all requirements to perform as intended. Review of event description: patient underwent revision surgery due to pain,metallosis, pseudotumor, fluid accumulation, elevated cocr review of received data - surgical report : review of surgical report did not lead to new information regarding the reported event. - other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Devices analysis visual examination: following components have been returned for investigation: durom cup and ldh head and head adapter and ml-taper. All received components show damage from revision surgery such as nicks and scratches. Additionally, following observations are done: -the durom cup shows none bone ongrowth on the anchoring side. -the durom cup shows signs of loosening in form of slightly polished areas on the anchoring side. -the inner surface of the head adapter shows some surface changes in form of fretting corrosion the head taper surface is inconspicuous. -there is large bone ongrowth on the stem. Fretting corrosion and one mark is found on the stem taper. Conclusion a cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).